Event description:
Pt had right total hip prosthesis 8/26/98. Returned to surgery on 10/28/98 for correction of a dislocation. Modular head component replaced with 28mm head minus 3mm neck type 1 taper lot #967240.